Event description:
Procedure: thoracotomy. According to the reporter: the stapler closed on tissue. The surgeon fired and stapler became disconnected at the handle prior to pulling back on the black knob. They opened a new handle, and resected from tissue. No reinforcement material was used during the case. There was no other manufacturers product used with the device.

Manufacturer narrative:
(B)(4).